Event description:
The programmer which was returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was found on analysis that the touchscreen of the programmer was out of calibration. The upper and lower bullets were worn. The company logo button was missing. The media bay door was broken. The rear display latches were broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.